Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a skin irritation under the front therapy electrode pad. The patient received a salve from a pharmacy and was prescribed an antifungal cream from his family doctor. During a follow up call, the patient reported that the irritation improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.